Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
Device report received from (B)(4), indicates that surgeon reported he had removed 2 zero-p implants from two pts due to non fusion.